Event description:
Clinical narrative: impella 5.5 was inserted via the left subclavian axillary artery in a 58-year-old male for cardiomyopathy. The patient was reported to be positive for heparin-induced thrombocytopenia (hit) with a history of left ventricular thrombus. The patient¿s clinical state prior to initiation of support was reported as scai shock stage d and required inotropic support, vasopressors, systemic anticoagulation, and respiratory support. During the course of support, the initial impella 5.5 device demonstrated saturated pump flows with later concern for thrombus, and hemolysis and was removed with confirmed biomaterial noted on cannula. A second impella 5.5 replaced the initial device using the same left axillary access site but was removed minutes after insertion and replaced with the current 5.5 impella device. Following most recent device exchange, an arterial duplex study showed diminished vascular flow to the left upper extremity. Vascular surgery was consulted and recommended observation with no immediate plans for intervention. The impella 5.5 device was operating at performance level p-6 with flows of approximately 3.5 l/min, as intended. The reported peripheral vascular perfusion complications are most consistent with access-related or patient-specific factors in the setting of axillary/subclavian arterial access, underlying critical illness, and hypercoagulable risk factors including heparin induced thrombocytopenia and history of thrombus. The patient outcome is ongoing at the time of this report.

Manufacturer narrative:
The representative will save the pump after explant. This is one of two related reports. This report represent the impella cp and another report was submitted to represent the impella 5.5. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical narrative update 2026-7-2: after just over 8 days of pump support the decision was made to withdraw care and the patient has expired. The death is conservatively being reported on the 5.5 due to the inability to conclusively dissociate the product from the patient outcome. Updated clinical narrative: it was reported that the patient became positive for heparin-induced thrombocytopenia after initiation of impella support.

Manufacturer narrative:
Additional information received regarding the patient outcome of death the following fields were updated. B2, b5, d6b, h1, h6.